Manufacturer narrative:
Review of the manufacturing history records performed. Review of the generator manufacturing history records confirmed all quality tests were passed prior to distribution.

Event description:
It was reported that the patient had generator replacement surgery on (B)(6) 2013. The manufacturer's clinical specialist attended the surgery. The nurses reported to the specialist that the explanted generator has to go through infection control at the hospital who was supposed to return the product. However, good faith attempts for product return have been unsuccessful to date. The implant card confirmed the surgery on (B)(6) 2013 and listed the reason for replacement as "prophylactic.'

Event description:
The patient reported on (B)(6) 2013 that she had a very serious grand mal seizure on (B)(6) 2013, so she reported it is urgent that she has her vns generator replaced as her battery is running out. She reported that the device is programmed to 2.75ma but it is only ¿producing¿ 1ma. Clinic notes dated (B)(6) 2013 were received for the patient¿s referral for generator replacement surgery. The physician noted that the patient is followed for intractable partial epilepsy which was controlled for generalized tonic-clonic seizures until relapse of generalized convulsive status epilepticus. ¿however, she went into status epilepticus on (B)(6) 2013, and she was admitted for intensive care unit. She slowly recovered by she has not had completely back to the baseline yet." The patient was last seen by the physician on (B)(6) 2013, and since then, the patient had one noticeable seizure on (B)(6) 2013. The patient had used the vns magnet about seven times since the last visit which reportedly aborted the patient¿s seizures successfully. Per the physician¿s impression, there were no unacceptable side effects due to vns stimulation. Device diagnostics were performed, and per the notes, ¿it stated that the patient was not getting the desired amount of output current.¿ the device was programmed to 2.75ma, and the physician reported that 1.0ma was being delivered despite the device not being at end of service. The physician reported that the manufacturer¿s consultant was contacted for appropriate plans to replace the patient¿s generator. On 05/03/2013, the patient was reportedly stable. The company representative reported on 05/03/2013 that the physician indicated the device was at end of service. Attempts for additional information, including a copy of the physician¿s flashcard to assess the programming/diagnostic history on (B)(6) 2013, have been unsuccessful to date. Although surgery is likely, it has not occurred to date.